Event description:
It was reported that during the review of a merlin transmission the pacer was observed to be in back up vvi mode. The patient was reported to be asymptomatic. A device download was successfully performed.